Event description:
The complaint is reported as: "the reservoir bag was not taped to the adaptor of the mask properly. It was found out during use as the reservoir was not inflated." No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The actual device was not returned; however, a visual inspection of the defect reported was performed on a picture provided by the customer. It was observed that the reservoir bag was not taped to the adapter of the mask properly as described in the complaint description. The reported complaint is confirmed based on the picture provided. Current production was verified to identify any issues that could lead to the reported defect and no issues were found. Regarding this issue all personnel involved in the manufacturing of the component were re-trained.